Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the instrument channel of the subject device tested (B)(6) for (B)(6). The number of microbes are unknown. This device had been reprocessed using an olympus automated endoscope reprocessor model oer-3(not available in the USA) with peracetic acid after manually cleaning. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted as the additional evaluation result of the subject device by olympus medical systems corp. (Omsc). In the evaluation, when the depth of the scratches on the inner surface of the instrument channel of the device was measured, it was about 30 m at a deep part. Although foreign matter could not be confirmed at the deepest part of the scratches, the elemental analysis of the instrument channel surface showed that more silicon was detected in the scratched part than the part without scratches. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted as additional information has been obtained because the subject device has been returned to olympus medical systems corp (omsc). For evaluation. In the evaluation by omsc, multiple scratches were confirmed on the inner surface of the instrument channel of this device. In the outer surface of the distal end, the instrument channel port, and the inside of the instrument channel port of this device, no irregularity was found. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.